Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: september 2, 2025 section h3: evaluated by manufacturer: yes device evaluation: visual inspection under magnification was performed on and found the lens was cut in half and with the pieces stuck together. The lens pieces were unstuck and cleaned; scratches were observed on one half. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other issues observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a3b: unknown; information not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient implanted with a tecnis odyssey intraocular lens (iol) on (B)(6) 2024, experienced blurry far- and mid-range vision and noticed a smudge on the lens. These issues were identified during a post-operative examination, leading to the explantation of the lens during a secondary surgery on (B)(6) 2025. It was documented that the instructions for use were followed, and no unplanned surgical complications such as incision enlargement, sutures, or vitrectomy occurred during the procedures. No further information is available.